Event description:
It was reported by the patient¿s caregiver that the life2000 ventilator had recently been replaced (difficult to power on and error code 112) and the new ventilator was causing the patient to desaturate. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported by the patient¿s caregiver that the life2000 ventilator had recently been replaced (difficult to power on and error code 112) and the new ventilator was causing the patient to desaturate. The patient is an 84-year-old female with a medical history of copd. The patient was using the medium activity level and her spo2 was 80-81%. The caregiver noted the ball on the respironics ever flow 5l oxygen concentrator dropped to 2.5 lpm when it had been set at either 3 or 3.5 lpm. There were no kinks noted in the tubing and no system alerts or alarms. The hillrom respiratory clinician advised the caregiver to switch the patient her oxygen. After the life2000 was disconnected from the oxygen concentrator, the flow meter returned to 3.5 lpm. The caregiver was advised to hold therapy until the ventilator, compressor, combo hose, and interface were swapped by the respiratory trainer. The following follow up information was obtained from the patient¿s caregiver. The caregiver noted the patient seemed to be struggling to breathe and then noticed the ball on the concentrator had dropped, as reported above. The caregiver attempted to increase the oxygen flow on the concentrator and the flow rate dropped again. Eventually she could not increase the flow rate on the oxygen concentrator at which point she removed the patient from the life2000 and concentrator and switched her to an oxygen cylinder. The patient's spo2 recovered to her normal baseline of 88-92%. The caregiver stated they received an entirely new set up and the patient has not experienced any further desaturation event and no drop in oxygen liter flow has been observed. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. The device instructions for use (IFU) state always have an alternate means of ventilation or oxygen therapy available. Hillrom received the life2000 ventilator for inspection. The ventilator was set up in an extended range configuration using a known good combo hose, patient circuit, and compressor. Using an invacare platinum xl 5 liter oxygen concentrator, 5 liters of oxygen was bled in, and therapies were run at low, medium, and high activity levels. The flow meter on the oxygen concentrator did not drop below the 5 lpm set point. No error message, alarms, or malfunctions were identified; the ventilator functioned as intended. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient¿s oxygen level was clinically below normal range, the change was temporary, and the patient recovered at home by switching to the already prescribed oxygen therapy via cylinder. However, the event of desaturation to 80-81% accompanied by the patient struggling to breathe is considered life-threatening, concluding a serious injury occurred. The reported drop in oxygen saturation was possibly a system interaction/malfunction between the life2000 and third-party vendor concentrator as evidenced by a decrease in oxygen flow from 3.5 lpm to 2.5 lpm delivered by the oxygen concentrator. Based on this information, no further action is required.